Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported implant fracture with bleeding and pain . Patient has been rescheduled for new implants placement.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; d4: expiration date and UDI not available; d6: implant date unknown / not provided; g3: date received by the manufacturer; h1: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h6: evaluation codes; h10: additional narrative. Two implants and 2 unknown screws were returned for investigation. Visual evaluation of the as returned implants identified fracture at the threads and fracture screws were identified inside the implants. Additionally, there was bone residue around the external threads due to usage. Zimvie is not responsible for any damage caused by the clinician's removal of the devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were diabetes, apoplexy 2017, and unknown bone density. The reported devices were in tooth location 13 and 23 (fdi) and were used for approximately 23 years, 7 months. The customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022) biomet 3i restorative products IFU (p-iis086gr rev f 10/2019) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' oss318 (72715) and oss415 (46322) the dhrs were requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant' and 'fracture screw'. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.